Event description:
It was reported that one (1) solosite wound gel 3oz 01 did not contain the safety seal. It is unknown whether this problem was noticed in a therapeutic environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, product analysis could not be performed. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. Although similar events were found in the complaint history, no commonalities that would suggest a device deficiency were found. Additionally, there have been no previous investigations for the part number and failure mode reported. The risk management documentation for solosite wound gel has been reviewed to assess whether the alleged failure and associated harm has been anticipated. A recent review of complaints for solosite gel identified no other complaints relating missing seals. This is considered as acceptable with no impact to the risk file ratings. According to the solosite wound gel specification document, the tubes should be securely closed and sealed with no sign of leakage. The printed tubes are packed cap down inside the shipper in a single layer with 12 tubes in each box. The individual tubes do not require an outer package. As it is mentioned on the product manufacturing specifications, an individual tube does not require an outer package, however it should be securely closed and sealed. If in this case the seal was compromise a potential probable cause that could contribute to the reported event include that the cap was not fully secure, and it had become loose. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.